Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows grabber card recognition issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the "recognition of frame grabber card issue". Further troubleshooting, fse found that some boards of the flexvision pc that control the large monitor were malfunctioning. To resolve the issue fse changed the type of fvpc and the chassis and replaced the data disks to improve them. The defective part was sent for analysis, for flexvision pc malfunction was observed and the failed component identified as ¿frame grabber card¿. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). After replacement, the system returned to use in good working order. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.